Event description:
(B)(6) 2012. A pt of dr (B)(6), pts first name is (B)(6). The pt was complaining of shocking sensation coming from his enterra system after taking on peritoneal dialysis. After one session, his wife says that she was placing salve on his stomach and she believes that she was shocked and burned by electricity. She was in the ER and was told that she had electrical burns, but according to dr (B)(6) office, she didn't remember exactly when it happened and believes that it was from enterra. The pt's therapy was turned off the next day and the physician is deciding how to move forward with the therapy. I received all the info from the office and did not speak to the pt or his wife.

Event description:
It was reported that the patient experienced a shocking sensation from his device after a peritoneal dialysis treatment. The patient's wife stated that she "was placing salve on his stomach and she believed that she was shocked and burned by electricity." It was noted that she was "in the emergency room, where she was told that she had electrical burns." The patient's wife further stated that "she did not remember exactly when it happened, but she believed it was from the implanted device." Additional information received reported that the cause of the event was possibly due to an increase of the dialysate fluid "which caused shocking." It was noted that the shocking was "apparently from the batteries and wires" that occurred every 30 minutes. It was further noted that the impedance check was "okay." An x-ray of the kidneys, ureters and bladder (kub) was performed and revealed normal results. An x-ray of the abdomen was also performed and revealed "a residual oral contrast throughout the stomach and large bowel", as well as "no finding of intestinal obstruction." This x-ray also revealed the location of the internal neurostimulator (ins) in the lower right abdomen, leads in the upper right abdomen, and the peritoneal dialysis catheter within the pelvis. No surgical intervention was reported. No patient injury or hospitalization was reported. It was noted that the patient's device was turned off on (B)(6) 2012 and would be turned back on the week of (B)(6) 2012.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), product type lead; product ID 435135, serial# (B)(4), product type lead. (B)(4).